Manufacturer narrative:
This complaint is about a treatment delivered around (B)(6) 2007 that varian has first learned of on (B)(4) 2011 and is believed to be a result of a litigation involving the hospital facility in (B)(6). Below are the field service report numbers provided by the varian field engineer and taken by the inspector: field service reports taken by the inspector: (B)(4), (B)(4) 2007, pmi; (B)(4), (B)(4) 2007, pv ir detector right side fault/rangefinder discrepancy; (B)(4), (B)(4) 2007, il gfil crowbar and f1 fuse replacement; (B)(4), (B)(4) 2007, il gfil crowbar and f1 fuse replacement after main supply fault; (B)(4), (B)(4) 2007, pmi; (B)(4), (B)(4) 2008, hwfa il. Spro pot y2 replaced. There is nothing notable/inappropriate from the varian service reports/no known issues. Varian has been unable to obtain any additional information regarding this incident. There is no report of serious injury, malfunction or mistreatment as a result of a varian product. Though there is no report of serious injury as a result of a varian product malfunction, varian is reporting this event since it has become aware of this possible litigation. No follow-up reports are anticipated.

Event description:
A (B)(4) health authority inspector asked for an interview with the responsible varian field engineer (fe) to review maintenance aspects after more than 40 months of the alleged incident, due to potential litigation proceedings. It was learned that this interview was in regard to a potential litigation between the hospital and a patient under radiotherapy treatment of prostate tumor that suffered toxicity and complications in his rectum.